Event description:
It was reported that the patient was experiencing an increase in seizures. The patient is scheduled for a generator replacement due to this. Per the mother's recollection, the patient is noted to have 8% battery life remaining. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.